Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported the patient had good stimulation in their left leg, but ¿absolutely nothing¿ in their lumbar region. The patient also experienced ¿electricity which trailed round the battery.¿ it was stated that originally a manufacturer representative thought the current leak was due to the battery, but after ¿removing the battery from its position¿ it was determined the lead was the issue. The patient was to meet with their neurosurgeon again to make an appointment to move their lead as a result. A supplemental report will be filed if additional information is received.